Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735225r. The device has not been returned for analysis at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system, reported outside of a procedure. It was reported that when the system is powered on the computer does not power on. The other fans in the system run but the computer fan does not turn on. There was no patient involvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the manufacturer representative stating that the cause of the issue is likely due to repeated improper shutdowns by hospital staff.

Manufacturer narrative:
Computer 9734477 rollingstone embedded, serial/lot number (B)(4). A medtronic representative went to the site to test the equipment. It was reported that hardware component(s) were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. (B(4). The computer was returned to the manufacturer for analysis. It was reported that the computer was received with the hard drive removed. With a test drive installed the computer would not power up. The computer had a dead battery. This issue was documented in a medtronic navigation hardware anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.